Event description:
It was reported to intuvie that during preventive maintenance (pm) the pump failed the air in line test, with an alarm threshold 0.01ml. The drip chamber was flipped to allow air into the tubing and 1-inch-long air bubble was created. No patient involvement was reported.

Manufacturer narrative:
This pump underwent routine testing by "intuvie" where is was detected that the pump failed the air in line test, with an alarm threshold 0.01ml. The drip chamber was flipped to allow air into the tubing and 1-inch-long air bubble was created. The root cause of this failure mode is unknown. There are no previous complaints on the device. Reference to complaint # (B)(4).

Manufacturer narrative:
After consultation with the vp of medical affairs, during our MDR safety review meeting on december 4, 2024, it was determined that events involving constant air in line alarm when no air in line is present is not reportable. The occurrence of constant air in line alarm represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).